Event description:
On (B)(6) 2009, the pt reported that the display of his infusion device was not working properly a few weeks ago. He stated that sometimes the display is dark and sometimes it isn't and it works well intermittently. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.